Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The analysis revealed normal battery depletion.

Event description:
It was reported that the device had programming/telemetry difficulty and normal battery depletion. The device was removed and replaced. No patient complications have been reported as a results of this event.